Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus element plus mr ous 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the 1st proximal stent strut row lifted and pulled in a proximal direction. The undamaged stent od (outer diameter) was measured and the result was within crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis on 20jun2019. It was reported that crossing difficulties were encountered. The 94% stenosed 33mm in length, 2.5mm vessel diameter target lesion was located in moderately tortous and moderately calcified left anterior descending artery. A 2.50 x 32 mm promus element plus stent delivery system was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.